Manufacturer narrative:
Suspension arm, p/n 241047, is distributed by (B)(4) and is used in conjunction with the mallinckrodt l-f ct9000 injector. Field service engineer replaced the arm and bracket assembly. Fse verified operation and returned defective arm to l-f to forward on to (B)(4) for a quality investigation.

Event description:
Suspension arm fell from overhead and hit the tech in the head and thigh causing minor injury. Tech suffered a minor concussion.